Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was experiencing recharge burden over the last 6 months. Ipg provided less than 24 hours of therapy, thus leaving the patient without therapy until the ipg was charged again.. To address the issue, the patient may be awaiting surgical intervention at a later date.